Manufacturer narrative:
Even if no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that vdw. Silver reciproc stopped during treatment. Treatment completed with another device. No injury occurred.

Manufacturer narrative:
Investigation results: nc078693/sr26284:the battery (voltage collapses under load) is defective. The casing is broken in several places (probably due to a fall), but this has no effect on functionality. The charger, the angle piece 68594 (2014), the motor gmr1452419, the foot control 211447 and the motor connection cable are without errors. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.